Event description:
Customer reported that the mesh delaminated as the surgeon was rolling the mesh prior to placement into the trocar. Device was discarded and a replacement product obtained. No adverse pt consequences were noted.